Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink catheter extension set leaked from a cracked ¿connector.¿ it was reported that the event occurred when a registered nurse (rn) connected the set to a 5ml syringe when flushing an IV start. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.